Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced ineffective stimulation in her ankles and heels. It was also reported one of the patient's 2 leads had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the one lead was explanted and replaced. Effective stimulation coverage was reportedly restored postoperative. The event date is unknown.